Event description:
Global pharmacovigilance (gpv) indicated a report was received by (B)(6) physician of peritonitis in a male patient coincident to receiving dianeal pd4, g-1.5% ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal pd4, g-1.5% ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, dianeal pd4, g-1.5% ultrabag therapy was temporarily withdrawn. On an unreported date, the patient was hospitalized. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with antibiotic therapy (medication, dose, ip and frequency not reported). At the time of this report, the patient remained hospitalized. The patient outcome is unknown. The physician stated the peritonitis was likely related to the pd procedure and the patient's condition.

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). The report of use error-breach in aseptic technique is confirmed because it was reported by the nurse that the patient had a breach in aseptic technique. The assignable cause was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.